Event description:
Case description: investigational results: name: novopen echo, batch number: lvg4n41. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Name: levemir, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation results were updated. Imdrf codes were updated. Narrative was updated accordingly. Final manufacturer's comment: 13-dec-2023: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to be working as intended. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. The observed problem is caused by unintended use of the device. There are no fault or malfunction on the pen. The electronic display is warning the patient that he/she is using the pen wrongly as the patient is injecting with a blocked needle attached. The patient will not receive any insulin and could experience a hyperglycaemic event. H3 continued: evaluation summary: name: novopen echo, batch number: lvg4n41. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Postprandial blood glucose dropped to 1 mmol/l [postprandial hypoglycaemia], the injection dose of the novopen echo was not accurate. [Device delivery system issue], insulin was stored in the refrigerator after use [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "postprandial blood glucose dropped to 1 mmol/l(postprandial hypoglycaemia)" beginning on (B)(6) 2023, "the injection dose of the novopen echo was not accurate.(inaccurate delivery by device)" with an unspecified onset date, "insulin was stored in the refrigerator after use(product storage error temperature too low)" with an unspecified onset date, and concerned a 11 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", levemir (insulin detemir) (dose, frequency & route used-1 iu, qd and regimen #2: 4 iu, qd ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used- 1 iu, regimen #2: 0.5 iu 06/--/2023 to unk and regimen #3: 3 iu, tid ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height, weight and body mass index was not reported. Current condition: type 1 diabetes mellitus (around the spring festival). Historical device: novopen 5. On an unknown date, patient's novopen echo was not accurate on an unspecified date in mid (B)(6) 2023, every time after injection, it was found that the postprandial blood glucose dropped to 1 mmol/l (also reported as blood glucose was not stable) suddenly and the patient had the obvious symptom of hypoglycemia. The patient went to see a doctor, after using the injection pen and insulin pump in the hospital, the blood glucose returned to normal. Later, after this novopen echo was used again, the symptom of hypoglycemia happened again. It was judged primarily that hypoglycemia was caused by the novopen echo. It was reported that the patient used dosage indicator to determine dosage, not changed the diet or exercise level. On an unknown date, patient was storing insulin refrigerator after use. The patient was trained by a hospital in the use of novopen 5 but purchased novopen echo voluntarily and was not trained by professional personnel. The needle would be immediately discarded after each injection, used dosage indicator to determine dosage. Batch number of novopen echo: lvg4n41. Batch number of levemir and novorapid: not reported. Action taken to novopen echo was not reported. Action taken to levemir was reported as dose increased. Action taken to novorapid was reported as dose increased. The outcome for the event "postprandial blood glucose dropped to 1 mmol/l(postprandial hypoglycaemia)" was not recovered. The outcome for the event "the injection dose of the novopen echo was not accurate.(inaccurate delivery by device)" was not reported. The outcome for the event "insulin was stored in the refrigerator after use(product storage error temperature too low)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4).